Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product disp.univ-sealing unit f/10/12mm trocars. According to complaint description: "at the end of the surgery of radical prostatectomy supported by robot, the surgeon noticed that the valve of the trocar was broken. The surgeon checked there was no broken parts remaining in the patient's body and finished the surgery." There was no patient harm. Additional information was not available. The malfunctions filed under aag reference (B)(4).